Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not provided. Therefore, the failure mode cannot be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A manufacturing review was performed of the products shipped to the dialysis center for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius dialyzers from the reported catalog number (0500318e) shipped to this account within the selected time frame. A records review was performed on the (6) lots identified. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lots passed all release criteria. A review of the batch production records did not reveal a probable cause for the customer complaint. There were no non-conformances identified that relate to the reported event, and all lots met release criteria.

Manufacturer narrative:
(B)(4). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that an external blood leak occurred at the beginning of a patient's hemodialysis (hd) treatment. The blood was observed leaking "from the dialyzer and down the dialysate line." The nurse overseeing the treatment realized the connector on the venous bloodline was not completely screwed onto the dialyzer port; the connection needed to be tightened. The leak appeared to be coming from this loose connection. The nurse tightened the connection and the leaking stopped. There was no damage noted on either device, the dialyzer or the bloodline. The machine did not alarm. After tightening the venous connection, the patient was able to continue and complete treatment on the same machine without further interruption. The patient's estimated blood loss (ebl) was noted as being approximately 50ml. No patient adverse effects were experienced and no medical intervention was required as a result of this event. Neither complaint device was available to be returned to the manufacturer for evaluation as both were discarded by the user facility.